Event description:
The customer reported that the system experienced a 'generator error' and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The precharge pcb assembly, mainframe system batteries, and mono-block x-ray tube were evaluated and replaced. The system was tested and found to be working as intended and returned to service.